Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On september 14, 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch ii meter would not power on. The medical affairs specialist (mas) contacted the patient to obtain and verify information; however, was unable to reach her by telephone. On september 20, 2006, the mas mailed a letter requesting the patient contact medical affairs. The mas also reviewed the recorded telephone call. In 2006, the patient noted the reported meter would not power on after being dropped; she was unable to obtain a blood glucose reading. At that time, the patient was experiencing the symptom of dizziness. After attempting to use the meter, the patient administered self-care by taking her oral diabetes medications glimepiride 4 mg and metformin 1000 mg. Because she was unable to test her blood glucose level, the patient scheduled an appointment with her physician for that day. At 1:30 pm, the physician tested the patient's blood glucose level to be '300 something' mg/dl. The patient was treated with insulin, and felt better afterwards. It would have been helpful to determine for how long the meter would not power on, if the patient took her normal meals and medications despite not being able to test her blood glucose levels, if the patient adjusted her medication doses based on meter readings, her medication regimen, her previous blood glucose readings, and if the patient was aware of a possible cause of her hyperglycemia on the day of the event. The customer care advocate (cca) determined during the troubleshooting telephone call that the meter had been dropped. The meter, test strips and control solution were replaced. While experiencing symptoms, the patient was unable to obtain a blood glucose reading on the reported meter. The patient received medical attention and treatment with insulin for an elevated blood glucose level. Therefore, this complaint is being reported as an adverse event.